Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/4/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * was the needle found broken in the package or did it break during handling/dispensing before use on the patient? * if possible, please provide the lot number. --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. H3: investigational summary: the product was returned to ethicon for evaluation. One open sample with four undispensed strands and three used detached needles was returned for analysis. Product code vcp784d which is a control release and requires eight strands per packet. During evaluation of the needle, the swage and attachment area of the needle were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. The sample was tested by resistance test to the needle and met the requirements. In further investigation, it was found that a needle was forwarded for further analysis due to the needle breakage. No conclusion could be reached. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3: investigational summary: the product received for analysis was identified as product code vcp784d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported from the analysis of the returned product that needle breakage was observed. It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. It was reported that the needle had been found broken before using on patient during surgery. Changed another one to complete the surgery. The surgeon refused to use four unused sutures in the same pouch. There were no patient consequences reported. Additional information was requested.